Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine device changeout for normal elective replacement indicator, fluoroscopy revealed an external conductor. No electrical anomalies were detected. The lead remains implanted and was connected to the new device. No further information is available.